Event description:
Nurse was accessing port and went to flush and the cap from the y-site on the needle came flying off and the patient got drenched. A different cap was placed on the needle and the lab draw was completed patient's port was accessed with a 19g 3/4 in huber needle. When the rn flushed saline into the port, the white cap on the huber needle tubing closest to the needle flew off and saline sprayed out. No visible cracks in tubing, no excess force used with flush.